Event description:
During maintenance testing, it was observed that the device would not charge at lower values (such as 1 or 2 joules) accurately; however, the unit will charge properly at higher values (such as 200 and 300 joules). It was also noted that a capacitor exhibited a crackling noise. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended replacing the capacitor. If the problem is not resolved, then to replace the device's power conversion pcb. Both part numbers were provided to the customer. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be confirmed.